Manufacturer narrative:
A ge svc rep performed an onsite investigation. The fuse on the ps2 power supply was replaced. The sys was then found to be operating as intended.

Event description:
The customer reported an interlock failure error message followed by a sys shut down. No pt injury was reported.